Manufacturer narrative:
Updated sections: device available for evaluation?, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. A mechanical evaluation of the hemopro bisector blade slider was conducted. The switch was able to advance and retract the blade with no observed difficulty. There was no resistance felt that could be considered excessive. A second investigator tested the device and found no nonconformance. Based on the returned condition of the device and the results of the investigation, the reported complain was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb sliding button was sticking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb sliding button was sticking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.